Manufacturer narrative:
Manufacturer ref#: (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy an embotrap iii 5 mm x 37 mm revascularization device (et307537, 24h105av) was impeded in the middle section of the prowler select plus 150/5cm microcatheter (606s255x, 31332485) and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. The surgery was prolonged about 10 minutes. Additional event information received on 09-apr-2025 indicated that the insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. There were no difficulties flushing the device. The 10 minutes procedural delay was not clinically significant.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Complaint conclusion: as reported by the field, during a mechanical thrombectomy an embotrap iii 5 mm x 37 mm revascularization device (et307537, 24h105av) was impeded in the middle section of the prowler select plus 150/5cm microcatheter (606s255x, 31332485) and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. The surgery was prolonged about 10 minutes. Additional event information received on 09-apr-2025 indicated that the insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. There were no difficulties flushing the device. The 10 minutes procedural delay was not clinically significant. The examination under magnification of the returned embotrap device showed no evidence of damage to the returned device. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample prowler select plus microcatheter. The returned embotrap device was able to be fully inserted into the sample prowler select plus microcatheter and delivered to the distal tip without resistance. A device history review (DHR) associated with lot: 24h105av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint event was therefore not confirmed. A possible cause of the complaint event is a restriction in the hub of the microcatheter. However, this cannot be confirmed as the microcatheter was not returned with the device. The root cause for this complaint could not be confirmed based on the information provided. There is no indication that this complaint was a result of a defect or malfunction the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.